Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified inside the balloon which is evidence of a device leak. A balloon longitudinal tear was identified beginning approximately 33mm proximal of the tip bond and extending approximately 5mm proximally across the balloon material. The rated burst pressure for this device is 8 atmospheres as per xxl specification. A visual and tactile examination identified no kinks or damage to the shaft of the device. A visual examination identified no issues with the tip of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. Patient was presented with may thurner's. The 80% stenosed target lesion was located in the mildly tortuous and non-calcified common iliac artery. After gaining popliteal access with a 9fr sheath, an amplatz wire was advanced followed by placing a non-boston scientific stent. A 14-6/5.8/75 xxl vascular was advanced for dilation. During first inflation at 5 atmospheres for 1 second, the balloon burst. The device was removed intact, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. Patient was presented with may thurner's. The 80% stenosed target lesion was located in the mildly tortuous and non-calcified common iliac artery. After gaining popliteal access with a 9fr sheath, an amplatz wire was advanced followed by placing a non-boston scientific stent. A 14-6/5.8/75 xxl vascular was advanced for dilation. During first inflation at 5 atmospheres for 1 second, the balloon burst. The device was removed intact, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.